Manufacturer narrative:
(B)(4) (revision surgery, pseudoarthrosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with pre-op diagnosis: status post fusion from l4 to the sacrum for spondylolisthesis and disc protrusion; likely suspicion of a symptomatic pseudoarthrosis. Patient underwent following procedures: removal of orthopedic instrumentation (ebi bone growth stimulator and legacy instrumentation, l4 to the sacrum); exploration of fusion, l4 to the sacrum bilateral; takedown pseudoarthrosis, l5-s1 fusion; revision bilateral-lateral l5-s1 fusion; re-instrumentation; use of rhbmp-2/acs; revision bilateral l5-s1 decompression. Per op-notes: ¿¿.the instrumentation was identified, set screws removed and rods disassembled. I backed out each of the pedicle screws. The screws in the sacrum were mildly loose. I then explored the fusion bilaterally from the l4 to the sacrum. At l4-l5 the fusion was quite solid. At l5-s1 bilaterally I noted a pseudoarthrosis with motion upon manipulation and a moderate degree of fibrous tissue. ..¿ ¿at this time, I had rhbmp-2/acs prepared in standard fashion. I then decompressed l5-s1 bilaterally, removing laminectomy membrane, identifying the l5 nerve roots and following them out, fully decompressing the l5 nerve roots. I then placed the rhbmp-2 in the lat eral gutters bilaterally following which I placed pedicle screws. ..¿the patient tolerated the procedure well. No patient complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.